Manufacturer narrative:
Sample is not available for return. The investigation is in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A customer reported a peripherally inserted central catheter (PICC) leaked. ¿x21 days acyclovir treatment due to hsv1 treatment. Very difficult to gain IV access (B)(6) PICC pulled back to midline and then leaked. On (B)(6) 2017 PICC line remained until no longer needed.¿ there was no patient injury.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. According to the customer, there was no sample available for review. Additionally, there has been no visual evidence to support the alleged complaint. Without such evidence, the results of this investigation are inconclusive and determining a definite root cause is not possible. There was no similar complaints found related to this lot number.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. According to the customer, there was no sample available for review. Additionally, there has been no visual evidence to support the alleged complaint. Without such evidence, the results of this investigation are inconclusive and determining a definite root cause is not possible. There was no similar complaints found related to this lot number. Corrected information provided in g.1.